Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 05/2015) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient via the right common femoral vein approach after being diagnosed with deep venous thrombosis and pulmonary embolism. Four years, five months, and twelve days post filter deployment, it was alleged that the filter struts had perforated beyond the inferior vena cava wall and the filter apex lies between the renal veins and tilted. However, the device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately four years and six months post filter deployment, a computed tomography of abdomen, filter was identified. The superior apex lies essentially between the two renal vein origins. The struts are not near the left renal vein origin, one of the right struts is seen to partially span across the right renal vein origin. The axis of the filter is tilted to the right approximately 10 degrees, with the apex approaching to within 0.8 cm of the right wall of the inferior vena cava. The strut at the 12:00 position protrudes anterior to the inferior vena cava by approximately 3 mm, contacting the posterior margin of the duodenum. The strut at the 1:00 position protrudes approximately 4-5 mm, contacting the posterior margin of the duodenum. The structures at the 2:00 position protrudes approximately 4 mm, near but not appearing to contact the posterior duodenum. The strut at the 3:00 position protrudes approximately 4 mm without contact of nearby structure. The strut at the 4:00 position and the 5:00 position each protrude approximately 3 mm, without contact of the adjacent structure. The strut at the 6:00 position protrudes approximately 6 mm, very near but not embedded in the anterior margin of the vertebral body. The strut at the 7:00, 9:00, 10:00 and 11:00 positions all protrude approximately 3 mm or less, without contact of adjacent structures. The filter apex lies between the renal veins and tilted. Multiple strut perforations up to 6 mm beyond the inferior vena cava wall. Therefore, the investigation is confirmed for the reported perforation of inferior vena cava and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2015), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that an inferior vena cava filter was placed in a patient via the right common femoral vein approach after being diagnosed with deep venous thrombosis and pulmonary embolism. Four years, five months, and twelve days post filter deployment, it was alleged that the filter struts had perforated beyond the inferior vena cava wall and the filter apex lies between the renal veins and tilted. However, the device has not been removed and there were no reported attempts made to retrieve the filter. There was no reported patient injury.